Event description:
It was reported that multiple cartridges were leaking from the o-ring. Replacement cartridges were sent to the customer to resolve the issue. Customer reported a blood glucose level of 147 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.